Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, an 8mm amplatzer vascular plug 2 was chosen for implant to treat an aorto-atrial fistula using a 7f amplatzer trevisio delivery system. During the procedure, the 8mm amplatzer vascular plug 2 was deployed; however, a significant residual leak was observed following placement. The residual shunt was identified after deployment of the 8 mm amplatzer vascular plug 2, with transesophageal echocardiography (toe) demonstrating a 5¿6 mm leak into the fistula, which was not considered clinically acceptable by the physician. Subsequently, a 4 mm amplatzer septal occluder was considered, but it was noted to interfere with the aortic valve leaflets. An attempt was made to address the leak with deployment of the 4 mm amplatzer septal occluder; however, the distal end with cable attachment interfered with leaflet function. The physician was advised that the use of the devices for this indication was off label; however, the procedure was continued. A 10 mm amplatzer vascular plug 2 was then utilized, which resulted in an improved outcome with better closure of the defect. Following this additional intervention, the 10 mm amplatzer vascular plug 2 was successfully deployed, resulting in improved closure of the defect.